Event description:
The customer observed falsely elevated alinity c creatinine results for multiple patients. The following data was provided. Sid (B)(6). April 11, 2023. Initial result of 21.423 mg/dl retested at 0.722 mg/dl (sample showed 3+ hemolysis) the customer's reference range is 0.6 - 1.35 mg/dl based on this patient's age of 36 years. Sid (B)(6). March 24, 2023. No specific patient data was provided (sample was hemolyzed). Sid (B)(6). Initial result of 6.545 mg/dl retested at 0.657 mg/dl the customer's reference range is 0.6 - 1.35 mg/dl based on this patient's age. Sid (B)(6). Initial result of 12.779 mg/dl retested at 0.711 mg/dl reference range not provided. Sid (B)(6). Initial result of 21.392 mg/dl retested at 0.849 mg/dl reference range not provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the module, performed troubleshooting procedures including replacement of parts. However, a definitive cause was not identified for the issue. Sample integrity could not be ruled out as a possible cause for the elevated results as samples were found to be hemolyzed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated alinity c creatinine results for multiple patients. The following data was provided. Sid (B)(6). (B)(6) 2023: initial result of 21.423 mg/dl retested at 0.722 mg/dl (sample showed 3+ hemolysis) the customer's reference range is 0.6 - 1.35 mg/dl based on this patient's age of 36 years. Sid (B)(6) . (B)(6) 2023: no specific patient data was provided (sample was hemolyzed). Sid (B)(6): initial result of 6.545 mg/dl retested at 0.657 mg/dl the customer's reference range is 0.6 - 1.35 mg/dl based on this patient's age. Sid (B)(6): initial result of 12.779 mg/dl retested at 0.711 mg/dl reference range not provided. Sid (B)(6): initial result of 21.392 mg/dl retested at 0.849 mg/dl reference range not provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.